Event description:
The device was returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: upon further analysis, review of performance data identified that the device incurred a single power-on reset (por) during a failed high voltage (hv) delivery attempt. The reason code listed in the device internal memory was ¿no reason¿. Repeated attempts to induce the no reason code por were unsuccessful during analysis. Examination of the device noted a mark on the backside of the device. No evidence of internal arcing was found. The perimeter of the stacked chip scale package (scsp) component was optically inspected. No anomalies were observed. The analysis was terminated due to an inability to reproduce the reset experienced in the field. No hybrid anomalies were observed that would account for the field-recorded electrical reset.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device indicated a firmware error message/code. Concomitant product: product ID 693565, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).